Event description:
A laser fiber cord attached to the neuroblate probe driver began smoking after it was plugged in and before it had any contact with the patient. It was removed and replaced without further incident. There was no harm to the patient. Manufacturer response for ablation probe, neuroblade (per site reporter): rep was on site day of event.